Manufacturer narrative:
H.6. Investigation summary: one open 32g x 4mm pen needle sample and three photos were returned from an unknown lot. No., cat. No. 320136. A clog test as per tp700483 was carried out on the returned sample and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample therefore no root cause can be identified. H3 other text .

Event description:
It was reported that bd micro-fine plus¿ pen needle had priming issues. This was discovered before use. The following information was provided by the initial reporter: customer tried air purge many times however drug didn't come out even replaced by new pen. S/he brought the pen needle and the pen to the drugstore. The pharmacist connected the pen needle to the pen and stored it for a while. Replaced by new pen needle and the pharmacist conducted air purge some times. Finally drug came out.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd micro-fine plus¿ pen needle had priming issues. This was discovered before use. The following information was provided by the initial reporter: customer tried air purge many times however drug didn't come out even replaced by new pen. S/he brought the pen needle and the pen to the drugstore. The pharmacist connected the pen needle to the pen and stored it for a while. Replaced by new pen needle and the pharmacist conducted air purge some times. Finally drug came out.